Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low creatinine results generated on the synchron lx 20 clinical system. The erroneous result was reported outside of the laboratory and questioned by the physician. The sample was rerun on modular chemistry (mc) and higher result was obtained. The higher result was verified by testing the sample on the cartridge chemistry (cc). Unknown if treatment was initiated or withheld.

Manufacturer narrative:
The sample was in bd lithium heparin plastic tube with gel separator. Controls were run before and after the event and were within established ranges. A bci field service engineer (fse) discovered the crem cup was leaking. Fse replaced the creatinine module and performed precision run. All qc levels were within established range. Associated with: 2050012-2010-01179.